Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). During the pre-MRI analysis, right atrial lead noise was noted stored in the pacemaker. The noise was unable to be reproduced. The physician decided to complete the MRI scan. No adverse event occurred on the patient. No changes were made. The patient remained stable and would be monitored.